Event description:
The laser system has monitor/ display unit that does not work. We are unaware about patient injury.

Manufacturer narrative:
The laser system had defective monitor. After replacement of this monitor and reloading the software, the laser system restarted to work. We are unaware about patient injury.